Event description:
It was reported that low po2 (partial pressure of oxygen) readings were observed on the pump using the fusion oxygenator during use. Serial gas measurements were conducted with varying fraction of inspired oxygen (fio2) and corresponding po2 values: the first gas measurement showed 70% fio2 with po2 of 224mmhg, the second showed 80% fio2 with po2 of 268mmhg, the third showed 80% fio2 with po2of 248mmhg and increased flow index, and the fourth showed 90% fio2 with po2 of 347mmhg. The device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.